Event description:
It was reported that the device would lock-up. There was no report of pt involvement with the incident.

Manufacturer narrative:
(B) (4). Physio-control evaluated the device and verified the reported issue. Physio replaced the programmed system controller and user interface pcb assemblies and observed proper device operation through functional and performance testing. The device was returned to the customer for use.